Manufacturer narrative:
Review of device history records did not show any anomaly that could have contributed to the alleged infection. Due to the fact that rti achilles tendon allograft was used in conjunction with the artelon tissue reinforcement patch, it is probable that other devices or surgical preparation were the cause of the infection.

Event description:
Pt presented with a calcified patellar tendon which was surgically removed (B)(6) 2014 and replaced with an rti achilles tendon allograft and augmented artelon tissue reinforcement. Revision surgery was performed on (B)(6) 2014 due to apparent infection.